Event description:
It was reported that the atrial and ventricular pulse widths were out of specification on the external pulse generator (epg). The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were found during functional or bench testing. It was noted that the side bail covers were broken and the keyboard was scratched.